Event description:
Customer reported unexpected negative results with the 2 cell screen screen assay on galileo, on a patient who had received rhogam. Capture-r ready screen was used.

Manufacturer narrative:
The limitation in the package insert states that passively administered anti d may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique.